Manufacturer narrative:
Follow-up #1: date of submission 10/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: during investigation, the pump was returned with moisture visible through the display lens. A leak test failed due to display lens leak. The pump was opened and there was moisture observed throughout the pump. Unrelated to the original complaint, the battery cap threads were stripped and unable to secure. A test cap was used and able to secure for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.